Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced a sensor failure that resulted in dosing being stopped. The user did not have a replacement sensor available and was advised to contact the cgm manufacturer and use bg run mode until a new sensor could be obtained. There was no report of end-user harm or adverse event associated with this case.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.